Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the 8mm permanent cautery hook instrument was broken. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the user confirmed that the tip was broken but not detached. No fragment fell into the patient and there was no patient injury. There was no post-operative tests performed. There was no report of post-surgical complications and the patient has not returned to the hospital. The instrument did not collide with any other instruments or hard materials during the procedure. No images or videos are available for isi review. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found to have a completely broken main tube at the distal assembly. The cautery wire is hanging. The instrument failed the continuity test. No material was found missing. Components adjacent to this broken main tube do show damage. The conductor wire dislodged. Additional observation(s) related to customer complaint: the instrument was found to have a broken conductor wire at the distal. The conductor wire was broken and failed the continuity test.